Manufacturer narrative:
H3: as found condition: the pipeline flex shield was returned for analysis within a shipping box; within a plastic bio- pouch; within an opened pipeline flex with shield outer carton. There was no catheter returned with the pipeline flex with shield device. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete to open¿ could not be confirmed. The root cause could not be determined as the distal and proximal ends of the pipeline flex with shield braid were fully opened and moderately frayed. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible contributing factor of failure to open includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the ped2-450-30 it did not open during implantation in the patient's arterial system and when it was collected and released in the same surgery, it was observed that it was deformed. The second pipeline ped2-400-35 was stuck inside the xt-27 microcatheter while it was navigable. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Dapt (dual antiplatelet treatment) was not administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.